Event description:
It was reported that the system had an alert for high out-of-range shock impedance. There was a false atrial fibrillation episode stored due to oversensing of noise. The doctor explanted the entire system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system had an alert for high out-of-range shock impedance. There was a false atrial fibrillation episode stored due to oversensing of noise. The doctor explanted the entire system. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two pieces. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. A visual examination determined the fracture was located approximately 327mm from the terminal pin, (in the notch area adjacent to the sense b electrode). Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.